Event description:
I have been using the ashley black fasciablaster and mini2 fasciablaster since (B)(6) of this year. Within a few weeks, I noticed weight gain (14 lbs in 3 wks), depression, and anxiety. I also started noticing my skin getting really loose on my legs where I was concentrating the hardest. I attributed my weight gain to hormones from an iud. I also started getting bad headaches and losing feeling in my right arm. Since (B)(6) I have not used either of the fasciablasters upon doing more research on it and finding out I am not the only one having these issues.